Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) to treat atrial fibrillation, a faradrive steerable sheath (clear) was selected for use. The physician had utilized the versacross connect system for faradrive to gain transseptal access to the left atrium. Heparin was administered prior to transseptal access. The versacross connect dilator and the versacross rf pigtail wire were removed from the sheath and a non-boston scientific mapping catheter was inserted into the faradrive sheath. When the physician was examining intracardiac echocardiography (ice) to navigate, he noticed a specimen attached to the portion of faradrive sheath that was in the right atrium. It was noted that the patient had a chiari network. It remains unknown if the specimen seen was chiari, thrombosis, or something else. The specimen moved in unison with the sheath, so it was assumed to be attached or wrapped around the sheath. The physician noted he had a difficult time moving the versacross connect system from the inferior vena cava (ivc) into the right atrium and superior vena cava (svc) and wondered if he had possibly caught some tissue on the system. The patient's activated clotting time (act) value remained above 300 for the duration of left atrial access. The origin of the specimen was unknown. The physician then attempted to remove the sheath from the heart and bring the specimen with it. The mapping catheter was removed from the faradrive sheath, and the versacross rf wire was placed in the left atrium through the faradrive sheath. The faradrive sheath was then removed from the body. The specimen appeared to move with the sheath and was no longer visible in the right atrium on ice. When the sheath was completely removed from the patient's body, no specimen was visible on the outer portion of the sheath, and nothing was seen when the sheath was flushed. The versacross rf wire was also removed from the heart and no specimen was visible on the wire. The versacross rf wire was then put back into the right atrium and the specimen was able to be seen and appeared to be attached to the wire. The physician inserted the faradrive sheath with a non-boston scientific diagnostic catheter and put this through the transeptal puncture and into the left atrium. The wire was then pulled back into the ivc and at this point the specimen dislodged on the cavo-tricuspid isthmus (cti) line and was not seen again throughout the case. When the wire was pulled out of the body, and no specimen was visible. The location of the specimen was unknown after the dislodgement. The patient's vitals remained stable, and the case was completed successfully. A few hours after the case, the patient experienced shortness of breath. The patient's current condition was unknown. The sheath was disposed of and therefore will not be returned for analysis.